Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-13164 and 1627487-2013-13165. The pt has two percutaneous leads from different lot numbers and one surgical lead, reporting on all leads. It was reported the pt had a recent fall and was concerned her leads may have migrated. The pt's physician stated the leads did not appear to have migrated, however, the pt would prefer better back pain coverage. A sjm rep met with the pt and reprogramming achieved effective stimulation coverage. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.